Event description:
It was reported that, after the lead was introduced in the atrium, it was not possible to re-insert the stylet inside the lead body for the positioning the lead. The lead was attempted and not implanted. Another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) distal conductor blood/fluid obstruction. The blood in the distal conductor most likely entered through the is-1 pin, no inner insulation breach was observed. Full lead returned and analyzed.